Event description:
It was reported that the durafiber became stuck in wound bed and shredded upon removal. The wound bed was 100% healthy granulation tissue with steady reduction in depth and margins seen and recorded. Approx. 2 weeks after commencing durafiber healing had stalled, was noted by rn's and client that there was a significant amount of fibres remaining in the bed (web of fine cobweb like deposits) post cleansing, required removal with very firm agitation of the wound bed after soaking with n/saline and "picking" off the individual fibres with fine forceps to remove completely. This contributed to the loss of granulation tissue in the wound bed and stalled the healing process significantly. There were no other local wound conditions at this time that would have contributed to the deterioration. Was also noted that, depending on which side of the dressing was in contact with the wound bed, the amount of fibres remaining adhered to the wound bed, did vary. Reverted to use of the previous product used and within one week we had increased granulation in the wound bed.